Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-06813, 3006705815-2023-06815. It was reported that the patient had an infection at the ipg site and the midline incision site. Surgical intervention was undertaken, and the system was explanted.